Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that cause traced to component failure. The video cable was broken and therefore the image was green/purple. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During the device analysis, the service technician indicates that green or purple image and damaged fiber bonding in the outer tube area was found. There was no patient involvement.